Event description:
It was reported that the implantable cardioverter defibrillator (ICD) "inappropriately withheld therapy" and the patient had to be rescued externally. It was indicated that the wavelet template appeared very small and resulted in a low wavelet match threshold. The device was reprogrammed. It was later reported that the device was explanted and upgraded to a dual chamber system per medical decision to upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.